Manufacturer narrative:
Additional data: d6a. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A health professional reported that a mantis redux blocker migrated approximately two months post-operatively. Revision surgery has not been performed nor scheduled at this time. No adverse consequences were reported.